Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving gablofen (2000 mcg/ml at 272.6 mcg/day) via an implantable pump. The gablofen's lot number wasn't provided. The pump's indications for use (ifus) were listed as intractable spasticity and myelopathy. The pump was implanted on (B)(6) 2009 and the hcp reported that in (B)(6) 2015, the pump showed an estimated elective replacement indicator (eri) of 5 months. The hcp stated that the patient reported that the pump started beeping a couple of months before the report. The event date was noted as (B)(6) 2016. The hcp reported that an alarm was heard but telemetry had not been performed; the patient was going to go in to see the hcp. The patient missed a refill appointment in (B)(6) 2016. No symptoms were reported in relation to the missed refill appointment or pump beeping. The patient was not able to get a replacement at the time of the report due to the patient taking plavix for heart issues. The patient had a stent placed due to the heart issues. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.